Event description:
It was reported by a physician that a patient was in the emergency room reporting to have had an increase in seizures and also said they could not feel stimulation anymore. When the device was interrogated, the tablet showed low output current, but was reportedly delivering the expected, programmed output current. Diagnostics were run and within normal limits. The physician stated this patient has been difficult to manage in many aspects and wanted to make dosing changes mostly to satisfy the patient. The physician increased all output currents by one step and changed the autostim threshold to be lower. No additional relevant information has been received to date.

Event description:
Information was received stating that the patient was able to interrogated and diagnostics were all within normal limits, with no low output current. No additional relevant information has been received to date.